Event description:
We test the manual bp cuff sphygmomanometer gauges when they come to the shop for a leak or suspected calibration errors and have discovered that even when the gauges indicate they are "calibrated" with the needle being in the "zero" box at rest, they may not actually be accurate according to manufacturer specs. We have found some gauges to be 20 mmhg off at full scale. We use both medline and tyco gauges.